Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the ultrasound gastro videoscope had a missing single component, paste-like, thixotropic adhesive (ke45) forceps cover on the control body and a punctured biopsy channel. There was no patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previous report. Updated: d9 date return to manufacturing, h6 type of investigation, h8.